Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A broken needle was found in the jaws of the device. Under microscopic inspection, the needle was broken near the cone. Witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection. No sheering on the toggle switches was also observed under microscopic inspection. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the needle slipped off the driver twice. The needle fell into the patient cavity, but was retained from the tissue and retrieved. Another device was used with no further consequences. There was no patient injury.